Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 09:10:57. During night drain cycle thirteen, the patient's ultrafiltration reading was 1898ml, indicating the home patient (hp) drained 1538ml more than their maximum programmed fill volume of 1800ml. No additional information is available.